Event description:
The customer stated that she took her meter to a pharmacy and they performed a normal control test. She was told that the meter read almost 100 points out of range, although no actual results were provided. The customer did not allege any adverse events. The meter is to be returned for evaluation, and the customer will upgrade to a contour meter.